Event description:
It was reported that there was a tibial nail exchange due to non-union.

Event description:
It was reported that there was a tibial nail exchange due to non-union.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). An investigation of the nail was not possible because it was not returned for investigation; therefore, the root cause could not be determined. The customer reported that the nail was explanted due to non-union; implant damage was not reported. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.